Manufacturer narrative:
Device passed displacement test and self test. No missing segments or partial display noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a display anomaly. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.